Manufacturer narrative:
In a review of similar complaints was determined that the issue leads to a loss of airway pressure. This was not apparent from the brief description in this particular case and the event was initially assessed as not reportable. Reflecting the new aspects dräger recently became aware of, the decision on reporting was now revised since it cannot be excluded in case of recurrence that a deterioration in state of health occurs at patients with difficult lung/ventilation conditions when airway pressure incl. Peep drops to ambient. Investigation is still ongoing; results will be provided in a follow-up report.

Event description:
It was reported that the water trap of the breathing circuit set disintegrated during emptying. No patient consequences reported.

Manufacturer narrative:
Two disassembled water traps were received for investigation. In a first step the single parts were reassembled according to manufacturer instructions. The following visual inspection has not revealed any deviations from specification being a possible cause for the reported symptom. Functional tests were carried out with the 2 provided water traps and products from stock (with same part number and revision index). During these tests the reported symptom could not be replicated. Functional tests at supplier site revealed the same results- the reported problem could not be reconstructed. The assembly process was reviewed without finding any abnormalities being root cause of the problem. The reported case is only imaginable when the gasket is very poorly assembled on the body part. Therefore it was tried to assemble the gasket to the body part with minimum contact surface. Two results were found. Either all parts were falling off even before assembling the cup or the cup pressed the gasket down to its correct position. When afterwards the glass was opened again no parts fell apart. Based on these results an assembly failure during manufacturing seems to be unlikely. Finally an exact root cause could not be determined. An incorrectly assembled water trap will result in a leakage which - if relevant, is detected and alarmed by the connected main device during the pre-use check or during use. The number of similar cases, related to the same symptom, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to the initial report.